Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c, d- product identifier, d4 - rpn investigation ¿ evaluation the complainant, methodist hospital of indiana located in the united states, informed cook on 18feb2020 through an article featured in annals of vascular surgery journal titled ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction¿ of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg with rpn zsle-24-74-zt. The patient, referred to as patient #4 in the article, was a 69-year-old male diagnosed with a 70 mm juxta renal abdominal aortic aneurysm (aaa). On 20jul2015, he underwent an endovascular aortic repair (evar) procedure and cook grafts, including a proximal and distal fenestrated main body and two legs grafts on each side, were implanted. The one-month post-operative visit was unremarkable with no evidence of an endoleak. Around this time, the patient was diagnosed with lymphoma and began oncologic treatment. At 8 months postop, imaging found no evidence of endoleak but a decrease in the overlap between the fenestrated main body grafts was observed. At 20 months postop, imaging found further decrease in the overlap as well as a type 1b endoleak at the distal end of the left iliac leg graft. The decrease in overlap was treated by bridging the grafts with another graft. The endoleak was treated by placing several embolization coils behind the graft, placing a zenith flex with spiral-z technology aaa endovascular graft iliac leg into the left external iliac artery and a competitor¿s graft into the left common femoral artery. Afterwards, a completion angiogram showed no signs of endoleak into the aneurysm. Follow-up imaging completed in (B)(6) 2017 showed a stable residual sac and aortic graft integrity without evidence of an endoleak. This complaint addresses the type 1b endoleak at the left iliac leg graft. A complaint reported in MDR#9680654-2017-00008 addresses the proximal end of the separating fenestrated main body grafts while a complaint reported in MDR#9680654-2017-00009 addresses the distal end. A complaint reported in MDR#9680654-2017-00011 addresses the possibility of a type 1b endoleak coming from the distal end of the distal main body graft. Please note cook inc does not manufacture the fenestrated grafts. A review of the complaint history, drawing, instructions for use (IFU), quality control and specifications, as well as a review of imaging of the device previously provided, were conducted during the investigation. The complaint device was not returned for evaluation; however, imaging was provided from previous complaints and reviewed. A type 1b endoleak was observed at the distal end of the left iliac leg graft. The image reviewer theorized that the enlarging aneurysm may have created the lack of wall apposition over time at the distal end of the graft. The additional stent placements were also observed, and the image reviewer noted that these appeared to resolve the endoleak. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be completed due to a lack of lot information from the user facility, and a database search could not clarify the complaint device lot. It should be noted that this device is a one device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wal. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for the endoleak was traced to patient condition. The image reviewer noted that it is likely that the aneurysm had expanded over time and by 20 months after the procedure, it had created a lack of wall apposition at the distal end of the graft. It is unknown if the aneurysm expansion was natural or brought about by the patient¿s oncology treatment, as the clinical reviewer noted. Literature exists linking oncological drugs with aneurysm growth, and the changes in the graft positions weren¿t observed until after the patient¿s lymphoma diagnosis. It is possible that the patient¿s oncology treatment affected their aneurysm growth, but this cannot be confirmed. Additionally, endoleaks are known inherent risks of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Literature citation: wang, shihuan keisin, et al. ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction.¿ annals of vascular surgery, vol. 57, 24 jan. 2019, pp. 129¿136., doi:10.1016/j.avsg.2018.09.038. Suspect medical device: exact rpn of complaint device is unknown but it was reported that the patient had the following devices implanted: "24x74mm left iliac limb and a right iliac extension using a 11x107mm limb". Concomitant medical products: zfen-d-12-28-76-c, zfen-p-2-34-107-r. The patient underwent an additional procedure in which additional devices were placed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg has lost its seal and resulted in a type 1b endoleak, for which the patient had to undergo an additional procedure to treat. A (B)(6) yr old male presented with a 70mm juxtarenal aaa which was repaired in (B)(6) 2015 with bilateral renal fenestrations in a 32x107 mm zfen proximal body. The distal bifurcated graft was created in a 12x 28x76 mm configuration with a 24x74 mm left iliac limb and a right iliac extension using an 11x107 mm limb. The 1 month post-operation visit was unremarkable and showed no evidence of endoleak. The initial junctional overlap was 35mm. In this period, the patient was diagnosed with lymphoma and began oncologic treatment. The 8 month post-operation surveillance cta performed for the oncologic team showed no evidence of endoleak, however junctional overlap decreased to 26mm secondary to increased distal angulation. On (B)(6) 2017, the 20 months post-operation surveillance imaging performed for the oncologic team showed a type 1b endoleak without evidence of sac expansion, and a significant loss of junctional overlap between the proximal and distal fenestrated grafts to 14mm. This complaint is related to a complaint reported in MDR: 9680654-2017-00011. The separation of the zenith fenestrated grafts are reported in MDR: 9680654-2017-00008 and MDR: 9680654-2017-00009. Please note that zenith fenestrated aaa endovascular grafts are not sold in the us and there is not a similar device that is sold in the us. On (B)(6) 2017, the patient was taken to the operating room for a hypogastric embolization and placement of a 28x80mm cook esbe aortic cuff to bridge the modular aortic junction. The physician also placed an additional 6x22 stent into the left renal artery through the single small fenestration because he wanted more stent into our graft. He noticed that the left common iliac had expanded also and was worried the 24 graft wasn't against the wall of the common iliac and that this could be a possible type ib endoleak. The physician got a wire behind the common iliac graft and placed several coils and then he placed a cook 11x107mm zenith flex with spiral-z technology aaa endovascular graft iliac leg into the left external iliac and then an 11-50 competitor graft to the left common femoral. The physician did a completion angiogram to confirm and the angiogram showed no signs of endoleak into the aneurysm. The physician believes that the sac was still pressurized from a leak. His first thought was from the left common iliac because the graft was no longer against the wall. He believes the expansion of the aneurysm due to the leak caused the grafts to separate over time. In (B)(6) 2017, the 28 month post-operation imaging showed a stable residual sac and aortic graft integrity without evidence of endoleak.